Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that proximal stent row 5 was damaged and lifted slightly on one side. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. A visual and microscopic examination found damage to the tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found that there were no issues with the hypotube, mid shaft, inner or outer polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID# (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 24 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion and a stent strut was noted to be dislocated. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Complainant name: (B)(6). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 24 x 3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion and a stent strut was noted to be dislocated. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.